Event description:
The patient underwent abdominalplasty. 2 days later a hematoma was noted. The valve of the reservior did not appear to function appropriately as it would not open to suction air or liquid. The hematoma was drained with a syringe.